Event description:
Covidien received info stating that an 840 ventilator had a lost communications errors while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable and performed all the calibrations, the extended self-test (est), the short self-test (sst) and the device operated within the manufacturing specifications.